Event description:
A customer contacted beckman coulter inc., (bec) and reported a leak and not getting differential results on the coulter lh 750 hematology analyzer. The customer attempted to locate the source of the leak, but the source could not be determined. Customer was wearing personal protective equipment (ppe) consisting of gloves, glasses and a lab coat. There was no exposure to mucous membrane or open wounds. The material safety data sheet (msds) was not reviewed; however, there is an exposure control/risk management plan in place at the facility. There were no reports of an effect to patient results. No death, injury or an effect to patient treatment was associated with this event.

Manufacturer narrative:
Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. A field service engineer (fse) was dispatched for this event on (B)(4) 2011. The fse indicated that the differential (diff) errors and the leak were caused by the worn tubing going from diff mix chamber to flow cell. The fse replaced sample line from diff mix chamber to flow cell, as well as t-fitting and resolved diff issue. The root cause was attributed to worn sample line tubing from diff mix chamber to flow cell. (B)(4).